Event description:
It was reported that the left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements of 2005 ohms, causing a lead safety switch (lss) from a bipolar to unipolar configuration. Technical services (ts) was contacted because the patient described having a fluttering sensation at the device site, and ts discussed the lss and noted the new unipolar vector could be causing sensations. The lv lead remains in service. No adverse patient effects were reported.